Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced shallow ac throughout with high vault, small area of iridocorneal touch with overlying localized corneal edema. Planned lens removal and replacement. Cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Manufacture narrative: corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim #:(B)(4).

Manufacturer narrative:
B5 - corrected to: the initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim # (B)(4).